Manufacturer narrative:
Four samples were received for evaluation. Visual inspection noted that one sample found a hair between the housing and the medication bag. The hair was not in the fluid path. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that foreign matter was mixed into the cassette. The event occurred upon/before opening. There was no patient involvement, and no patient harm/adverse event reported.